Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2022-01520 and 1220908-2022-01529 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, manual and AED shock testing, defibrillation stress cycling and ECG testing without duplicating the report. The device was recertified and returned to the customer. Data and clinical logs were not available as part of the the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.